Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle dull, cannula shield separates, plunger cap separates and flange missing due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified bd syringe experienced foreign matter contamination and product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Issue: consumer reported dull needles. About 3 weeks ago, when he tried injecting syringe on his leg, needle slid thru on his skin. He normally feels when he injects when the needle goes in. No bleeding, no scratches. He uses the 6mm needle, 1/2 cc. Visual problem, he cannot read the information. Consumer reported he found 11 syringe in the poly bag, 1 did not have needle shield or plunger cap on it was detached from the needle and found in poly bag. Flange is missing. Incident date-unknown. Occurence-1. Item# unknown. Lot# unknown. Consumer uses new syringes each time of his injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe experienced foreign matter contamination and product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Issue: consumer reported dull needles. About 3 weeks ago, when he tried injecting syringe on his leg, needle slid thru on his skin. He normally feels when he injects when the needle goes in. No bleeding, no scratches. He uses the 6mm needle, 1/2 cc. Visual problem, he cannot read the information. Consumer reported he found 11 syringe in the poly bag, 1 did not have needle shield or plunger cap on it was detached from the needle and found in poly bag. Flange is missing. Incident date unknown. Occurence 1. Item# unknown. Lot# unknown. Consumer uses new syringes each time of his injection.